Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery. After the flap on the first eye was complete, the surgeon moved the joystick in the upward direction and pressed the "home" button. When this happened, the gantry started to move in the downward direction rathter than up, away from the patient. The surgeon then proceeded to perform surgery on the patient's second eye without incident. Both flaps lifted successfully and no patient injury resulted. This event is being reported as a device malunction MDR.